Manufacturer narrative:
(B)(4). Customer complained the battery compartment is cracked. Insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), faded serial number label and cracked retainer. The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device.